Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a damaged downstream occlusion (dso) seal. Event history log review was not applicable. Functional testing was unable to replicate the reported issue. The root cause was unknown. The dso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a connector broken source. There was unknown patient involvement and unknown patient harm.